Event description:
It was reported via trial that approx 12 months post a mid right coronary artery (rca) stenting procedure with five xience v stents (lesion length 100 mm), the pt experienced syncope, sustained ventricular tachycardia and had a positive ischemia test. On (B)(6) 2009, the pt had a diagnostic catheterization showing 100% occluded rca. On (B)(6) 2009, the pt was hospitalized for stenting of the complete total occlusion with placement of five additional xeince v stents. On (B)(6) 2009, the event resolved. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The otw xience v 2.5 x 28mm (part#1009545-28/lot#8040361/(B)(4)), 2.5 x 23mm (part#1009545-23/lot#7120361/(B)(4)), 2.75 x 28 mm (part#1009546-28/lot#7110161/(B)(4)), and 3.0 x 18 mm (part#1009547-18/lot#7121061/(B)(4)) mentioned are being filed under separate MFR report numbers. Eval summary: there was no reported product deficiency. The reported occlusion, ventricular tachycardia (ventricular arrhythmia) and stenosis are listed in the instructions for use (IFU) as a known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. The pt was hospitalized and was treated with stenting. Since the lesion was reported to be 100 mm in length, it should be noted that the xience v instructions for use (IFU) states that the xience v everolimus eluting coronary stent sys (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. However, it is unk if this contributed to the reported event. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg or design.